Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was not in clinical use when the issue occurred. A philips service engineer (fse) inspected the system onsite and confirmed a malfunction with the system¿s x-ray-pc. Analysis of the system log files showed that the x-ray-pc was unavailable. The fse replaced the x-ray-pc, reloaded the software and performed functional checks , and the system was returned to use in good working order. The codes were updated based on the investigation outcome. The device problem code was corrected.

Event description:
It has been reported to philips that the system did not boot up successfully as x-ray would not be possible. No harm has been reported to philips. Philips has started an investigation of this complaint.